Event description:
The customer called for assistance setting a temporary basal rate. The customer's blood glucose reading was over 600 mg/dl, so the customer was going to have a colleague take her to a medical facility for treatment. The customer stated that she has an auto immune disorder that she is taking medication for, and this is what caused the high blood glucose. The customer stated that the high blood glucose was not related to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.